Manufacturer narrative:
Visual inspection of the device showed rust color under ring 2 proximal seal and electrode. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. During electrical tests of the device while manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The device was pressure leak tested and failed the leak test. The handle was dissected and the handle was opened with no anomalies found. The ring electrodes were removed. Rust color and liquid saline found under each ring and inside all three wire feed-thru holes. . The thermocouple was electrically shorting due to fluid ingress caused by a leak in the polyimide tubing covering the magnetic electrode 1 signal wire.

Event description:
It was reported that the temperature sensor failed. A intellanav mifi open-irrigated ablation catheter was selected for a flutter procedure. However during the procedure it was noticed that the temperature sensor failed and the out of body was about 80 celsius. The catheter was replaced and the no patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the temperature sensor failed. A intellanav mifi open-irrigated ablation catheter was selected for a flutter procedure. However during the procedure it was noticed that the temperature sensor failed and the out of body was about 80 celsius. The catheter was replaced and the no patient complications were reported.